Event description:
The customer reported on (B)(6) 2015 at 6:36 pm he activated a new pod and his blood glucose and insulin history is as follows: time: 10:10 pm, bg (mg/dl): 262, bolus (u): 1.5. At 10:15 pm. The pod was deactivated and he noticed the cannula was out of the skin.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.